Event description:
It was reported that, prior to implant attempt, this lead exhibited helix extension / retraction issues. As a result, electrode end damage was suspected. The lead was never placed in the patient's body and a new lead was used to complete the procedure. The lead was returned to boston scientific for analysis. No adverse patient effects were suspected.

Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood around the helix, and it was also noted that the helix was deformed, which would inhibit helix function. Resistance testing found that the lead was electrically continuous.

Manufacturer narrative:
The product has been returned to boston scientific. Analysis will be performed and this report would be updated at that time, should further pertinent information be provided.

Event description:
It was reported that, prior to implant attempt, this lead exhibited helix extension / retraction issues. As a result, electrode end damage was suspected. The lead was never placed in the patient's body and a new lead was used to complete the procedure. No adverse patient effects were suspected.